Event description:
It was reported that following a fall "onto the pavement from a standing position", the patient experienced "short of breath and in a lot of pain". The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.